Event description:
It was reported that the right ventricular leads had high threshold. The leads were capped and physician has not chosen to replace. It was also reported that the device reached early battery depletion due to programming of the device output was "set higher than necessary" and the rate was set to 100% pace eventhough the patient had a normal underlying rhythm. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular leads had high threshold. The leads were capped and physician has not chosen to replace. It was also reported that the device reached early battery depletion due to programming of the device output was "set higher than necessary" and the rate was set to 100% pace even though the patient had a normal underlying rhythm. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Analysis of the device revealed normal battery depletion.